Event description:
User received discrepant potassium results for one pt sample. Initial result run on the i800 gave 4.7 mmol per l. User said they thought the sample was clotted so they reran the sample on this c501 module which resulted at 5.74 mmol per l. User believed the c501 potassium result of 5.7 mmol/l was erroneous. There was not enough sample left to repeat testing a second time to verify the result. She stated she has called the nurse to collect another sample and no erroneous results went out. User declined service stating they already resolved the problem and believes the issue is due to a clotted sample. Pt not adversely affected.